Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery door was broken. Review of the event history log showed an occurrence of a "backup audible alarm post" alarm. Functional testing included running the pump through the power up process and visually inspecting the main board. No alarm messages were duplicated. However, the investigation found that the main board was not operating as intended, although no visible damage was found on the board. The investigation was unable to determine why the main board was not operating as intended. The main board was replaced as a preventive action and the pump then passed all functional testing. The service history review found no evidence of an issue related to the complaint within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a primary audible alarm. No patient injury reported.